Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the reporter's name, phone number, and email address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the upper trigger of the compact air drive device was stuck therefore, the device did not work properly. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay in a planned surgical procedure due to the event. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor power was too low, reverse locking mechanism was blocked, trigger blocked, motor had no function, loss of air and the bearings and seals were worn. It was also determined that the device failed pre-test for triggers for forward and reverse mode, air leak and reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.